Event description:
It was reported that during a lar procedure, when the adjusting knob was closed, the device could not hold the tissue tightly. The doctor fired it in this condition. The staples could not be deployed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.